Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a carefusion authorized service center. The service technician was unable to duplicate the customer's reported issue during 3 days of testing and evaluations. No failures were detected.

Event description:
It was reported to carefusion that while connecting the patient back up to the ventilator, the ventilator was not producing any pressure; there was no flow coming out of the ventilator. The patient was placed on the back up ventilator with no harm.